Event description:
Based on the info provided, the pt experienced a deflation of the right breast implant approx 2 years after implantation. The device was removed and returned to mentor for evaluation. Upon receipt by mentor, the device was leak tested in accordance with mentor policies. Leak testing revealed leakage from a rent in the shell of the device. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other leakage sites were identified in the device. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet.